Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that on (B)(6) 2011, she experienced elevated blood glucose (bg) of 21 mmol/l with moderate ketones. She denied any physical symptoms of hyperglycemia. The patient reported that she changed her infusion set and gave a correction injection, and her bg came down to 14 mmol/l with small ketones. Customer support reviewed the pump with the patient and found that all settings and histories are correct. The patient denied any site, set, or cartridge issues. The patient was able to perform a prime and an air bolus successfully. There was no pump malfunction found on troubleshooting. The patient did state that she recently started a low dose ace inhibitor, and is being seen by a gi for some morning nausea. The pump is not being returned at this time, and there had been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
(B)(4): no data from the time of the reported event was available due to continued use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was unable to be further tested as the piston was unable to move during the rewind step. The pump motor was removed and tested with an external power supply and no motor stalls were duplicated.